Manufacturer narrative:
This incident has been reported twice and should be cancelled. Please reference MDR# 2027111-2015-00138 for final report.

Event description:
Lap nissen - "during the procedure when the clip was fired it cut the tissue in half, this incident happened a second time." Patient status - "ok."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.